Manufacturer narrative:
Based on the information reported to datascope, due to the patient's condition, she was a poor candidate for a catheterization procedure, or use of a sealing device. The facility does not attribute the patient's death to the deployment of on-site, but rather to the inability to provide proper treatment required to control the bleeding, due to the patient's religious beliefs.

Event description:
The customer reported that following an interventional procedure in 2006, an on-site device was deployed. At the time of the catheterization the patient's inr was 2.4. Angiomax and plavix had been given to the patient. The on-site was deployed successfully and the groin site was clean. The patient began vomiting outside of the cath lab and was moved to the recovery room. Recovery room staff maintained the groin site and hemostasis was observed prior to the patient being transferred to the cardiac care unit and no hematoma was noted at the time of transfer. Two hours later the cath lab was contacted regarding an uncontrolled bleed. Pressure was applied to the groin site to control the bleeding. Due to the patient's religious beliefs, the patient could not receive a blood transfusion. Therefore, no further treatment was administered to control bleeding and the patient expired.